Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead contained insulation damage when observed under fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.